Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator (ICD), right ventricular (rv) leads, and right atrial (ra) lead were explanted due to pocket infection and the ICD was eroded through skin. The ICD and the rv lead were replaced on the later date on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) was explanted due to pocket infection and the ICD was eroded through skin. The ICD was replaced on the later date on (B)(6) 2024. The patient was stable throughout the procedure.